Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Review of the log file showed host-pc did not startup in the previous system start. Upon troubleshooting, fse found that the host pc in the m-cabinet failed to power up with the system. After pressing the power button, the system started but powered off shortly after, and a subsequent restart attempt failed. To resolve the issue, fse replaced both the host pc and the hard drive. The defective host pc was returned to philips for failure analysis and the cause of the failure was found to be memory and failure description was failed mem-check. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.